Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer overfilled the cartridge and refilled the cartridge. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer¿s blood glucose level was 145 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.